Event description:
The user facility reports that this event occurred when the surgeon was placing the pt in the prone position for a posterior cervical fusion. The first event occurred when the locking mechanism controlling two skull pins opened, resulting in a superficial laceration to the bridge of the pt's nose. The pt was repositioned and then the other lock opened lacerating an area above the right ear (5cm). The laceration above the ear was sutured. The customer further reported that the reusable skull pins that were utilized may not have been mfg by integra.

Manufacturer narrative:
The unit was cleaned per the MFR's protocol (B) (4). The 80# torque knob tested good under pressure. The ratchet extension arm has no visible cracks, and the lock has a little rotational movement. The large starburst teeth show some wear, but are still functional. The rocker arm passes the go no-go gage, and all other components are functional. General maintenance and cleaning were required. When this unit was properly positioned and put under pressure, the slippage condition could not be duplicated.